Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the lost image could not be identified. However, it¿s likely the cause is related to failure of connecting the endoscope and the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a procedure, the image was lost on the evis x1 video system center and began displaying error codes e216 (scope communication failed) and error code e315 (incompatible scope). The subject device was being used with the bf-h1100/bronchovideoscope. The customer confirmed that there was no patient harm or impact from the procedure. The customer did not intend to return the device for evaluation and would not supply any additional information on the event. Related patient identifier: (B)(6). (Addresses the model: bf-h1100/bronchovideoscope).